Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. The event of guide catheter broken. The delivery system and stent were returned for evaluation. Visual evaluation revealed the tip of the stent to be bent and collapsed. The push catheter was found buckled near the handle of the device, likely due to shipment or handling of the device. The guide catheter was found kinked and detached from the pull wire, but did not appear buckled. Markings were noted on the end of the guide catheter that attaches to the pull wire, indicating the guide catheter was initially attached to the pull wire. A 1cm tear was also noted at the end of the guide catheter. The length of the guide catheter was measured and found to be within specification. No damage was noted to the pull wire/cannula assembly. The detached guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on that an rx biliary stent was used during a drainage procedure of the bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, when the stent was attempted to be released, the inner catheter became wavy like an accordion. The patient's anatomy was not severely tortuous. The procedure was completed with another rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.